Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that non-detachment was encountered with a concerto coil. The patient was undergoing embolization surgery for treatment of a gastrointestinal bleed. It was noted the patient's blood flow was low and vessel tortuosity was minimal. The coil was prepped and implanted according to IFU. Coil was pushed out micro, and would not deploy. Broke between black. The coil was replaced with a nv-2-8-helix coil to complete the procedure. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No issue with accessory devices, detachment only. No issue with instant detacher. No detachment attempts were made using an instant detacher, only manual attempt(s). Ancillary devices included 2.4fr terumo progreat microcatheter.